Manufacturer narrative:
(B)(4). Upon further information this investigation will be updated.

Event description:
Boston scientific received information that the patient felt discomfort when bending. Upon performing an x-ray it was noted that the competitor right ventricular lead was not fully inserted to the device header. It was noted that the poor connection occurred after the device change-out procedure. There was small fluctuations in pacing impedances and some noise was seen. The patient is planned to attend a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received noted that a revision took place and this competitor rv lead was reconnected to the device successfully. No additional adverse patient effects were reported.